Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, not batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a wrap being too hot and a risk calculation cannot be determined as there is no known batch number to identify if there were a device malfunction.

Event description:
On (B)(6) 2023, a spontaneous report from the united sates was received via email regarding a female consumer (age not provided) who used thermacare neck, shoulder, and wrist heat wraps. Medical history included use of thermacare for years. Concomitant products were not provided. On an unspecified date(s), the consumer topically applied thermacare neck/wrist/shoulder heat wraps. (The amount of heat wraps was not specified but known to be more than one; attempts to confirm that number of heat wraps involved are in process). An unspecified time after applying the heat wraps, the consumer noted the heat wraps were overheating over night which made her uncomfortable. She removed them. Please refer to the associated case (B)(4) which captures the remaining heat wraps involved until further clarification is received.